Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen benign lymph nodes".

Event description:
Patient reported left side "welling, implants feel warm, swollen benign lymph nodes, and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Patient also reported "lupus, red and white blood cell counts are low", which are not device-related. Device remains implanted.